Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believed she may have entered in the incorrect carbohydrate value and delivered a bolus. Customer cancelled the delivery after the bolus had partially delivered. There was no impact to customer's blood glucose level.